Event description:
Customer reports being unable to test her blood glucose on the compact plus system while having high blood symptoms (customer was unable to provide details why she could not obtain a result). Paramedics took the customer to the hospital, and she received unspecified treatment for high blood glucose symptoms. Requested return of suspect device, and replacement was sent.